Manufacturer narrative:
Follow-up #1: date of submission 07/15/2014, device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there was no damage found to the keypad button cover. The keypad buttons were found to be responsive to button presses and had normal spring back and click. The keypad cover was removed; no contamination was found under the button key contacts. The pump cover was opened; the keypad flex was found to be firmly seated in the connector with no visible signs of damage or contamination to the flex or the connector. The reported intermittent issue with the keypad buttons was not confirmed or duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2014, the reporter contacted animas stating the up, down and ok keypad keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. This complaint is being reported because the reported issue was not resolved during troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.